Event description:
Patient services received a call on 10/12/2011. Patient alleges that he has a fracture on this ra lead. Patient states was only working at 40% and the doctors told him he will be okay without it until they do another device replacement. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).